Event description:
Related manufacturing reference number: 2017865-2022-45016. Related manufacturing reference number: 2017865-2022-45017. It was reported that the patient passed away due to unknown reasons. There is no allegation from a healthcare professional that the dual chamber implantable cardioverter defibrillator (ICD) system caused or contributed to the patient's death. It was noted that the ICD and right ventricular lead exhibited undersensing.

Manufacturer narrative:
The reported field event of undersensing was not confirmed. Final analysis found that the device was above elective replacement indicator (eri) when received. Visual inspection of the septum and setscrew showed no anomaly. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.